Manufacturer narrative:
Initial reporter facility name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set was cracked on the light blue main body of the twist clamp. This issue was identified during use of the device for peritoneal dialysis therapy. At the time of the event, the transfer set had been in use on the patient for one week. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye, noted a cracked/broken main body. Functional testing including leak, clear passage and clamp function testing were performed, with no issues noted. The reported condition was verified. The cause of the condition could not be determined. However, cleaning agents being used to clean the set could interact with the main body, causing cracking and breakage. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.